Manufacturer narrative:
Apoc incident#: (B)(4). The investigation was completed on 06-aug-2025. A review of the device history records confirmed the cartridge lots met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-ctni cartridge lots: a25086b and a25100a.

Event description:
Na.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 55-year-old male with shortness of breath. Return product is not available for investigation. Method date collected tested troponin sample positive/negative I-stat hs-tni (B)(6) 2025 0835 0839 >1000 ng/l (B)(6) positive I-stat hs-tni (B)(6) 2025 1132 1134 >1000 ng/l (B)(6) positive beckman coulter (B)(6) 2025 1526 1615 2 ng/l ven/serum negative the reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.